Manufacturer narrative:
(B)(4). A f/u report will submitted once the investigation is complete.

Event description:
The customer reported that on ac power the display went blank. There was no patient harm.